Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a farapulse atrial fibrillation procedure, a versacross access solution kit was selected for use. Prior to transseptal, the physician was trying to get the versacross rf wire into the superior vena cava (svc). Due to the anatomy being tortuous, the physician was experiencing difficulty. After a few attempts, it was noticed a dark spot at the end of the wire. It was attempted to remove the wire however, the spot was too big to draw it out of the versacross sheath. Thus, a 10f sheath was exchanged to remove the wire. Upon removal, it was noted that there was a knot in at the distal end of the wire. The device was replaced and the procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. However, based on the media provided, the rf wire was knotted, therefore, the reported allegations were confirmed. Additionally, correction to the initial MDR in block(s) init rptr also sent rep to FDA (e4), in section e - initial reporter.

Event description:
It was reported that during a farapulse atrial fibrillation procedure, a versacross access solution kit was selected for use. Prior to transseptal, the physician was trying to get the versacross rf wire into the superior vena cava (svc). Due to the anatomy being tortuous, the physician was experiencing difficulty. After a few attempts, it was noticed a dark spot at the end of the wire. It was attempted to remove the wire however, the spot was too big to draw it out of the versacross sheath. Thus, a 10f sheath was exchanged to remove the wire. Upon removal, it was noted that there was a knot in at the distal end of the wire. The device was replaced and the procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis (disposed).